Event description:
It was reported that following a pocket revision, the pulse generator exhibited backup vvi operation after being exposed to electrocautery. After a device software download, normal function resumed. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.